Manufacturer narrative:
(B)(4). Additional concomitant medical products: 28mm mod hd std neck tp1 taper, pn 163662, ln 829300; arcos con sz c std 70mm, pn 11-301323, ln 942640. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported patient experienced dislocation and revision of head and liner approximately 4 months post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of revision operative notes received. Device history record was reviewed and no discrepancies were found. The devices were used in an off-label manner. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Revision operative note was received. It was reported that this patient was revised due to a failed right hip tha secondary to instability. Intraoperative examination of the right hip revealed instability posteriorly with flexion and internal rotation. Additional information does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.